Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it felt like the buttons were sticking when pressed. The customer's blood glucose level was unknown. They also mentioned that the insulin pump was cracked on the screen, on the casing from top left and top right corner above the screen and near the reservoir insertion area. They also mentioned that the insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.